Manufacturer narrative:
(B) (4): no product was returned for evaluation. A review of the device history records did not identify any applicable non-conformance to specification. With the available information, a cause or contributing factor cannot be identified.

Event description:
It was reported that the patient underwent a two level transforaminal lumbar interbody fusion (tlif) with allograft. While the surgeon was tightening the center nut with the crosslink torque, limiting driver one of the retaining tabs broke off in the shaft of the driver. No patient complications were reported.